Event description:
On (B)(6) 2025, a patient was treated using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) and gore® viabahn® vbx balloon expandable endoprostheses (vbx device) devices in the branch vessels. It was reported during the procedure, two 9 mm x 79 mm vbx devices were implanted without incidence in the superior mesenteric artery (sma). At the end of the procedure there were no endoleaks noted, and the sma was patent. On an unknown date, a couple of days later, a computed tomography (CT) scan showed an endoleak between the two vbx devices. The proximal vbx device was still positioned in the tambe portal and the distal vbx device was in the sma. However, it was reported there was a gap between the two devices. On (B)(6) 2025, there was a reintervention procedure performed to exclude the endoleak. Another vbx device was implanted, bridging the previously placed devices. It was reported the sma was patent throughout. The patient tolerated the procedure.

Manufacturer narrative:
The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The gore® viabahn® vbx balloon expandable endoprosthesis instruction for use (IFU), adverse events section states, possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include but are not limited to: endoleak and/or endotension. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.